Event description:
It was reported that the patient presented remotely via merlin.net. Review of a transmission from (B)(6) 2025 revealed under sensing of ventricular fibrillation (vf). High voltage (hv) therapy was delivered however, the rhythm failed to be converted. The patient was later found deceased on (B)(6) 2025.